Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability, breast pain, anxiety-product/procedure.

Event description:
Patient reported right side "implant exchange from textured to smooth due to the patient's concerns with the product". Legal representative of the patient later reported "pain, hardness, and capsulectomy". Device remains implanted.